Event description:
A respiratory therapist from the user home healthcare company reported, "vent turns itself off after 5 minutes of operation, shows disc/sense error and hw faults. After turning vent off and unplugging from wall source, inop alarm comes on after a few minutes then when plugging back into ac power, after approximately 5 minutes, inop alarm sounds, but alarm volume is very soft."